Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, one channel was disabled due to facial nerve stimulation, which is a known undesired side effect of otologic surgery. The problems given in the recipient report appear to match the damage found. This is an intial and final report.

Event description:
The user was never really satisfied with his hearing and had no significant benefit with the device. The implant has been checked and was working properly. The user has been explanted.